Event description:
It was reported that the patient requested the implantable neurostimulator be removed due to a "failed" battery. The neurostimulator was not replaced and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: lead model 39565-30 lot# n191547003 implanted (B)(6) 2009 explanted (B)(6) 2012; extension model 3708140 serial# (B)(4) implanted (B)(6) 2009 explanted (B)(6) 2012; extension model 3708140 serial# (B)(4) implanted (B)(6) 2009 explanted (B)(6) 2012; programmer model 37743 serial# (B)(4); recharger model 37752 serial# (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted once analysis is complete.

Manufacturer narrative:
Analysis of the neurostimulator model 37713 (B)(4) found no significant anomaly. The battery was overdischarged and permanently damaged. Per the trace report, there were no recharge sessions performed from (B)(6)-2009 to the explant date of (B)(6)-2012. Analysis of the extensions model 3708140 (B)(4) found no significant anomaly. The extension bodies had been cut through, the products were segmented. Analysis of the lead model 39565-30 lot# n191547003 found no significant anomaly. The lead body was cut through, the product was segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.